Manufacturer narrative:
UDI=( (B)(4) additional suspect medical device components involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing a lot of stimulation in the abdomen which was uncomfortable. The patient underwent a revision procedure wherein the leads was replaced. The patient was doing well postoperatively.